Event description:
Failure of glucose monitor; I have had a series of issues with the abbott freestyle libre continuous glucose monitor. Most recently I received a defective cgm that does not function. Abbott does not respond in a timely manner and insurance does not cover backup glucose monitors. I am basically "flying blind" regarding my blood glucose levels. Again, abbott's customer service will not respond to me and resolution will take at least a week. Online message boards indicate I am not alone and abbott has been producing a higher than normal number of defective sensors. FDA safety report ID# (B)(4).